Event description:
On (B)(4) 2012, a spontaneous report was received from a registered nurse (rn) regarding a (B)(6) female who received in injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included previous injection of restylane (cross-linked hyaluronic acid dermal filler), but not in as large an amount, in a different facility, without problems; smoker (stopped on (B)(6) 2012); high blood pressure; an allergy to keflex (cephalexin), and insomnia. The pt's skin type was reported as "(B)(6)." Concomitant medications included lanax (alprazolam) as needed for insomnia, ziac (hydrochlorothiazide and bisoprolol) once daily, an unspecified multivitamin, vitamin e, and vitamin d. The pt received an injection of three 1 ml syringes of restylane-l (volume injected not reported) on (B)(6) 2012, to the nasolabial folds and marionette lines. Pre-procedure medications were reported as "unk." Add'l procedures performed at the time of implantation included an injection of botox (onabotulinumtoxina) to the forehead, corrugators, and crow's feet. On (B)(6) 2012, after the implantation, the pt experienced excessive swelling in the nasolabial folds and in her cheeks up to her eyes. The pt called the pt's plastic surgeon's office to report the events and emailed the office a picture of her face. The plastic surgeon prescribed a 10 mg prednisone taper which the pt took from (B)(6) 2012 through (B)(6) 2012. On (B)(6) 2012, the pt came back to the plastic surgeon's office and her face was still very swollen. The plastic surgeon prescribed two broad spectrum antibiotics, levaquin (levofloxacin) 500 mg once daily for 7 days and clindamycin 300 mg, 2 tablets, every 8 hours for a week which were started on (B)(6) 2012. The pt was referred to a dermatologist. On an unspecified date in (B)(6) 2012, the pt was evaluated by the dermatologist who thought she was having an allergic reaction and possible cellulitis. The dermatologist prescribed a higher dose of prednisone (dose unk). On (B)(6) 2012, the dermatologist evaluated the pt again and aspirated an area in the left nasolabial fold and the prednisone was tapered from (B)(6) 2012. On (B)(6) 2012, the pt was evaluated by the plastic surgeon and the left nasal labial area, that was previously aspirated, had developed into what looked like a boil. The plastic surgeon aspirated the left nasal labial area, the right nasal labial fold, and a soft area on the left chin and sent the samples for culture and sensitivity testing. The plastic surgeon renewed the pt's antibiotic prescriptions for levaquin and clindamycin for another week. The pt was scheduled to return to the plastic surgeon on (B)(6) 2012 for a recheck. The rn did not offer a statement of causality, but reported that the plastic surgeon stated he had never seen a reaction like this to restylane. The rn did not provide a severity assessment for the events.

Manufacturer narrative:
On (B)(4) 2012, add'l info was received from the rn. On (B)(6) 2012, the pt was evaluated at the plastic surgeon's office. The pt was still on the second course of antibiotics and the events were improving. No further treatment had been provided and no specific diagnosis rendered. As of (B)(6) 2012, the results of the 3 samples sent for culture and sensitivity testing were not back yet. A follow-up appointment with the pt was scheduled for (B)(6) 2012. The rn's opinion of causality was that she was not sure if the events were related to the treatment, as this was the first time that they had seen a reaction like this after restylane treatment, and they had not received the culture results back yet. The rn assessed the severity of the events as moderate to severe. Company comment: the event of hypersensitivity has been assessed as unassessable as no testing or laboratory studies were performed.